Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected status. A technical support specialist (tss) dialed into the station and found that the database in use had exceeded 10 giga byte (gb). The database was reshrunk by following knowledge article controlling the purge in es 1.5.x - 1.11.x purge recovery purge queue growing faster than deletion or purge failure for extended period of time, and a backup was performed using knowledge article how to decrypt station db for backup. A full synchronization was completed without dropping the database, as per knowledge article proper data sync 2.0 procedure. The station was rebooted and confirmed to have restarted successfully in carefusion application (cfn app). The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was in disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.